Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a scratch on the display of the insulin pump and can hardly read it. Customer stated that he has just been putting up with it. Customer's blood glucose was 150 mg/dl. Customer stated that the scratch is running across the entire screen. Customer stated that the pump could have been bumped. Customer stated that he had to turn the pump to a degree in order to read the display. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with severely scratched display window and cracked reservoir tube lip noted.